Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection, blood pressure drop and effusion. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.